Manufacturer narrative:
The returned device was evaluated and the exposed portion of the soft cannula was observed to be kinked. During the investigation, the kink did not prevent fluid from exiting the distal tip of the soft cannula and no signs of leakage were observed. Although the cannula was damaged, the timing and cause of the damage is unknown. The adhesive pad and welds were inspected and no abnormalities were found. Although the investigation found no evidence of any damage, the cause of the reported adhesive issue could not be determined. The downloaded data returned an 0x33 alarm, indicating a ¿command not received when prev. Cmd had mctf bit set¿ alarm. During investigation, the pod was successfully paired to a pdm, and completed priming and a 5u bolus. The rerun data did not show any time outs or drive stalls and did not generate an alarm. Lot no: l71098. Expiration date: 4/13/2022. Unique identifier (UDI) #: (B)(4). Device mfg date: 10/13/2020.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that despite delivering several manual injections, the patient's blood glucose levels reached over 400 mg/dl while wearing the pod between 4 and 24 hours. Patient also reported the adhesive was lifting on the sides. When removed from the infusion site (abdomen), the pod's cannula was found bent. As treatment, a new pod was applied.